Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a cup revision on the (B)(6) 2020. Update per response in intake tab: it was a revision of a stryker cup which was implanted many years ago. (Date unknown) not present for this revision. Update: "reason for revision: patient dislocated. Left.